Manufacturer narrative:
The lens was evaluated at our manufacturing facility. A visual inspection at 10x microscope magnification found the lens had surface residuals adhered to both sides of optic body compatible with implant and explant of the lens. No cosmetic lens and/or haptic defects were found in the returned lens. A dimensional inspection was performed with the attribute inspection method (overlay go/no go inspection) used to measure the lens received. The lens was verified for optic diameter, loop to loop, loop gap, loop angle, loop rotational, and posterior square edge according to established dimensional procedures. All characteristics inspected were found within specifications. No unacceptable conditions for cosmetic and dimensional were found in the sample returned. All pertinent information available to abbott medical optics have been submitted.

Event description:
It was reported that the lens was implanted and explanted within the same procedure due to a broken capsule with vitreous prolapse. An anterior vitrectomy was performed. It was stated that centralization of the intraocular lens (iol) was difficult leading to the explant of the lens and replacement with a new intraocular lens (iol), which was an anterior chamber lens. Reportedly, an incision enlargement was made and four (4) sutures were placed. No further complications were reported. Patient was stated to be doing well.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) - intraocular lens (iol).prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted.